Event description:
According to the reporter, in a laparoscopic pancreatectomy, when removing the pancreatic tumor, the surgeon successfully fired the stapler, but when the surgeon tried to open the jaws, the reload got stuck as the articulated part of the reload was damaged. The reload also could not be detached from the stapler. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm, (lot # n6a1384y); sigphandle, sig power sigphandle handle, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.